Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
Business partner reported that during the deployment of a new autopulse nxt platform (sn (B)(6) at the customer site, the spring-loaded plunger on the spool shaft was observed to be out of position. No patient involvement.